Manufacturer narrative:
Complainant indicated that the electrodes were discarded and are not being returned for eval.

Event description:
Complainant alleged that while defibrillating a pt, an arc was observed underneath the electrode pad. Complainant indicated that there may have been an air bubble when placing the electrode pad on the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.